Manufacturer narrative:
(B)(4).

Event description:
It was reported that telemetry confirmed a critical alarm had occurred; stopped pump may exceed tube set. It was noted that the patient's pump had been stopped for 1092 hours and 15 minutes. The patient had relocated (B)(6) and the previous hcp had not refilled the patient's pump and put the pump in stop mode. The patient also had reported an uncomfortable relationship with the previous hcp. It was reported that the patient had been hospitalized 2-3 times and unclear if patient had received any oral medications. The patient was on morphine and dilaudid. Per the reporter the patient had been suicidal; went to a psychiatric hospital and saw an addiction specialist. It was noted that the patient was "fine now" and wanted her pump turned back on. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that no one ever helped the patient. It was claimed that the patient's mother told lies to the physician about her background while the patient was in detox. As a result, the physician did not want to "do it" at the last minute. The patient was reportedly not able to function and could not work out due to not having the pump. The patient was to contact the manufacturer representative. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported, the patient told the reporter that the pump was no longer working/not functioning. It was noted a MRI was to be performed of the brain/cervical area and it was confirmed to be not related to the device/therapy. No further information was provided. It was later reported that the health care provider (hcp) was trying to interrogate the pump and it was not reading anything. It was reported they are claiming the pump was turned off in the (B)(6) 2011.

Manufacturer narrative:
Catheter model # 8709sc, lot # n255711003, implanted on: (B)(6) 2010, explanted on: unknown. (B)(4) dacron pouch: lot# n255464, implanted (B)(6) 2010, explanted unknown; 8835 personal therapy manager (B)(4); (B)(4).

Event description:
Additional information was received from a consumer. The patient had done a fluoroscopy which confirmed that the tubing was patent, so the patient only wants a surgeon to replace the pump. The patient does not have a current healthcare professional; the pump was reported to be not active. No new medical information was reported. The patient was reported to have set an appointment with a healthcare professional.

Event description:
Additional information was received from a consumer. The patient saw a physician for the pump replacement on (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reiterated the patient¿s story. The hcp that had turned off the pump in (B)(6) told the patient that the pump would be able to be restarted in (B)(6). The pump was stopped without weaning the patient off the pump. This made the patient very sick. The patient went through withdrawal and reportedly ¿almost died¿ and had to go to rehabilitation. The patient was seen by an hcp in (B)(6) in the hopes of restarting the pump, but the pump could not be restarted. The patient wanted to know what she should do now. It was further stated that the hcp from (B)(6) had the patient on ¿such a high dose¿ that the hcp in (B)(6) would not even give to his cancer patients. One occasion was noted when the patient would talk to her parents on the weekends, she could barely speak because she was ¿so doped up.¿ the pump was turned off in (B)(6) 2012 and the patient had not had pump therapy since. The patient was currently taking oxycodone, vicodin, and other pain medication.

Event description:
Additional information received reported that the patient still had not found a managing physician to replace the pump in illinois. The patient was rejected by a prospective physician the week prior. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received, a supplemental report will be filed.

Event description:
Additional information received reported the device manufacturer representative didn't know the patient's follow up health care provider (hcp) because, the patient had just gotten an MRI done at the hospital and that's why they were contacted. The issue was they were never able to read the pump however the representative wasn't sure why. The hospital had read pumps since and it worked fine in terms of the programmer.

Manufacturer narrative:
Product ID 8590-1, lot# n255464, implanted: 2010 (B)(6); product type accessory product ID 8709sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter product ID 8835, serial# (B)(4); product type programmer, patient product ID 8840, serial# (B)(4); product type programmer, physician.

Event description:
It was later reported that the reporter was not told that the hcp managed to interrogate the pump. The hcp was interrogating the pump because, the patient was getting an MRI. It was later reported that physician programmer worked fine after the event. They had not had an issue with it with any other patient since then. The reason for the MRI was not pump-related.